Manufacturer narrative:
The technician found the tires on the casters were worn and chunks of rubber were missing. The technician replaced all of the casters to repair the bed.

Event description:
Info received indicates the brakes were not holding.